Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: tech services had spoken with the customer and explained that the "moisture" is really the spray coated anticoagulant. And as the customer was in distribution and wanted to make sure the tubes were ok. The storage temperature is in the acceptable range. As the customer is satisfied with technical assistance, no further investigation is required.

Event description:
It was reported before use the tube k2edta plh 13x75 3.0 plbl lav had excessive additive quantity. The following information was provided by the initial reporter: the customer noticed "the tubes have moisture in them. Tubes are stored at 68 degrees."